Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed to specification up to the (B)(6) 2012. On the (B)(6) 2012 the device recorded a configuration error with a nonsensical duration. Information from the technical logs recorded on this occasion the shock key was recorded as being pressed during the self-test. The device was still in fault mode on the (B)(6) 2012 when it was power cycled passing a self-test. The device successfully performed all weekly auto self-tests, alongside random manual power ups, up to the (B)(6) 2015. Multiple manual power ups, mainly of ten minutes duration, where observed between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. Furthermore, no fault could be measured or observed with the shock key, therefore it is possible that this incident occured either as a result of an external influence e.g. An object sitting on top of the device causing the shock button to be depressed or a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.